Event description:
Prior to any implant attempt, proper operation of the fixation mechanism of the device could not be verified.

Manufacturer narrative:
(B) (4). Conclusion: as received, the mechanism was blocked in the retracted position. After unblocking, the function of the mechanism was found to conform to established specifications with the application of 10 or less turns of the easyturn stylet. The analysis of the device could not identify the cause of the blocked mechanism. It should be noted that all leads are tested repeatedly at finished - device inspection to ensure extension and retraction within the specified number of turns. All other electrical and mechanical tests performed on the returned device conformed to established specifications.